Event description:
Arjo representative summons and complaint document that refers to an incident involving arjo device. The exact day of event is currently unknown. The patient involved in the incident passed away. Additional information received indicated that patient fell out of the lift and was injured because the lift "broke and gave way." No other information was provided.